Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: there was no insulin delivery defect found. The black box download verified the pump alarmed empty cartridge on (B)(6) 2011 at 12:24pm, ipt was not resumed by the user until 5:40pm on (B)(6) 2011. The pump accurately delivers 2.00 units/hr for 29-hr period. No pump conditions indicating a malfunction were recorded in black box or alarm history. The keypad was noted to be peeling. The contrast key is unresponsive due to missing key contact. The up, down, and ok keys are responding.

Event description:
The patient's mother reported that on the evening of (B)(6), 2011, the patient obtained a blood glucose reading of 430 mg/dl with no symptoms (time of result unknown). The patient was given a correction. At 11:30pm that evening, the reporter claimed she rechecked patient's bg and obtained a reading of 32mg/dl. The reporter denied that the patient had a seizure or lost consciousness. It is not known what treatment was given to the patient in response to the low reading. Three hours after the low result (2:30am) the patient's mother went to recheck the patient and discovered that the pump was disconnected. The patient's bg was back up to 332mg/dl. The patient was given a correction and later that morning when he woke up his bg was 140mg/dl. The patient's mother claimed she did not review the pump history at the time of the low reading to see if the patient had overbolused. During a follow-up call on (B)(6), 2011, the patient's mother confirmed site related to bg excursions appeared in good condition. Review of the pump's history showed no associated alarms. Time setting on pump was correct. Reviewed tdd history and confirmed correct. Review of pump history also showed that bolus and basal settings correct and delivered as programmed. At the time of troubleshooting, the reporter confirmed the pump primes appropriately and air boluses were also delivered appropriately. No air seen in tubing or cartridge. In addition, the reporter confirmed no indication of leaking. This complaint is being reported because the patient reportedly had a blood glucose of 32 mg/dl after the patient took an insulin correction with the subject insulin pump.